Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Customer provided 2 photos of the sample involved in the complaint. One photo shows a used humidifier bottle with a humidifier adaptor attached. The screw portion of the adaptor is not attached in this photo. The second photo shows what appears to be a cracked adaptor. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adapter broke off during use. No patient injury or harm reported.